Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, a resolute onyx drug eluting stent was implanted. Post procedure, patient presented and hospitalised with chest pain and elevated troponin, which was reported as nstemi. Sponsor assessed event is possibly related to device but not related to anti platelet medication.